Event description:
In (B)(6) 2019 went for an MRI scan on my shoulder, with an unrelated acl repair in my knee comprising a hamstrin autograft, a metal endobutton at the end of my thigh (titanium grade 23), and a metal screw (titanium grade 5) at the top of my shinbone. Had strong pins and needles throughout scan. Upon completion of scan had a rapidly stiffening knee. Quickly pain in knee, extreme tightness at back of knee (felt like a cord cutting across it), and pain in shinbone set in, with clicking on slight rotations. Those pains persist to this day, now joined by soreness throughout the knee after movement (possibly arthritis). Subsequently discovered that devices can superheat, thanks to switching current and rf energy. There are numerous sources for this e.g: https://www.FDA.gov/media/74201/download and (B)(6). My device was made and installed in the (B)(6), and therefore never tested under any MRI conditions. There is a lack of reported injuries from this, although I have found other people online who've had pain and stiffness around their orthopaedic implants ever since their MRI can. At no point was contrast used in me. FDA safety report ID# (B)(4).